Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay2373 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the catheter would not hold the connector tight enough. It was replaced with another connector but was still unable to be clamped tight.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of complications with the connector was confirmed and the cause appeared to be related to improper assembly of the device. One 4 fr s/l groshong catheter was returned for investigation. The catheter was received in five segments. Four two-piece connectors and one distal connector were returned for investigation. The distal catheter segment, which contained the plug and 3-position valve, was attached to a two-piece connector, but the locking barbs on the proximal connector were not locked to the distal connector. After moving the distal connector away from the proximal connector, the catheter was noted to be bunched up over the metal cannula on the proximal connector. The damaged section was cut away and the connector was reassembled without difficulty. Two connectors were received fully assembled and one of those had a section of tubing attached to the connector. The tubing extended 4cm from the distal end of the strain relief oversleeve and the 43-47cm depth marks were observed on the exposed section of tubing. The other assembled connector exhibited plastic deformation on the locking barbs. The connector was disassembled and no portion of the catheter was present in the connector. The blue compression sleeve had been pushed into the taper of the distal connector. The lack of tubing within the connector suggests that the connector was assembled without the catheter on the metal stent of the proximal connector. One of the loose distal connectors was received with a segment of tubing inside. The proximal end of the catheter was extending from the proximal end of the blue strain relief oversleeve, which would make it difficult to lock the proximal and distal connectors together. The compression sleeve in the other loose distal connector had been pushed into the taper, which indicates that the proximal and distal connectors were mated together without the catheter. The outside diameter and wall thickness of the tubing were found to be within specification. A tactual investigation revealed that the catheters that were properly assembled to the connectors were secure. An attempt was made to pull the tubing from the connectors and the catheter broke before the catheter separated from the connectors. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, and advancing the ¿catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ the two connector pieces should be aligned and slid together until the connector barbs are fully attached. The reported complication appeared to be associated with not following the procedure as outlined in the IFU. The IFU notes, ¿connector portions must be gripped on plastic areas for proper assembly. Do not grip on distal portion of oversleeve.¿ the IFU also states, ¿advance completely until the connector barbs are fully attached. A tactile, locking sensation will confirm that the two pieces are properly engaged. There may be a small gap between the oversleeve and the statlock stabilization device compatible connector with extension leg.¿ a lot history review (lhr) of reay2373 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the catheter would not hold the connector tight enough. It was replaced with another connector but was still unable to be clamped tight.